Manufacturer narrative:
The insulin pump passed the rewind basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and motor test. No motor error alarms noted during testing. The insulin pump was received with cracked case at lcd window corners, reservoir tube and battery tube threads and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a motor error alarm. The customer reported that the insulin pump had cracks. The customer's blood glucose was 400 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with insulin pump. The customer stated that they were able to rewind the insulin pump. The customer stated that the drive support cap appeared normal. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.